Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("essure coil was found in the uterus with the fetus"), pregnancy with contraceptive device ("she was pregnant with her fourth child") and caesarean section ("she gave birth to her fourth child via c-section") in a (B)(6) female patient (gravida 4, para 4) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "implanted the essure device on left side only", medical device monitoring error "advised by the implanting doctor that she did not need to come back for a hsg test" and device ineffective "device ineffective". The patient's past medical history included caesarean section in 2012, multigravida, parity 3 and salpingectomy in 2012. Concurrent conditions included general anesthesia and nickel sensitivity (due to skin irritation). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 2 years 1 month after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), caesarean section (seriousness criterion medically significant), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), dyspareunia ("pain after intercourse"), arthralgia ("joint pain"), alopecia ("hair loss") and rash ("rashes"). The patient was treated with surgery (removal of her essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pregnancy with contraceptive device and caesarean section outcome was unknown and the menometrorrhagia, dysmenorrhoea, pelvic pain, arthralgia, alopecia and rash had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered alopecia, arthralgia, caesarean section, device expulsion, dysmenorrhoea, dyspareunia, menometrorrhagia, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: immediately after delivering the baby, the physician continued to perform a tubal ligation on plaintiff by removing both tubes. Plaintiff was also informed that the essure coil was found in the uterus with the fetus. Diagnostic results: the essure device was identified during several ultrasounds throughout the pregnancy. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and reported adverse events including essure coil was found in the uterus with the fetus, pregnancy with her forth child and c-section with no reason specified. The plaintiff was submitted to a surgery to remove essure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; a device dislocation within the fallopian tube, or a migration into abdominal cavity. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. Concerning the event c-section (cesarean delivery) it refers to the delivery of a baby through surgical incisions in the abdomen and uterus, and may be indicated due to maternal or fetal conditions. In this case the patient had previous c-sections, which may have been an alternative explanation for this event. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("essure coil was found in the uterus with the fetus"), pregnancy with contraceptive device ("she was pregnant with her fourth child") and caesarean section ("she gave birth to her fourth child via c-section") in a (B)(6) female patient (gravida 4, para 4) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "advised by the implanting doctor that she did not need to come back for a hsg test", device ineffective "device ineffective" and medical device monitoring error "implanted the essure device on left side only". The patient's past medical history included caesarean section in 2012, multigravida, parity 3 and salpingectomy in 2012. Concurrent conditions included general anesthesia and dermatitis due to metals (due to skin irritation). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 2 years 1 month after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), caesarean section (seriousness criterion medically significant), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), dyspareunia ("pain after intercourse"), arthralgia ("joint pain"), alopecia ("hair loss") and rash ("rashes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (removal of her essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pregnancy with contraceptive device and caesarean section outcome was unknown and the menometrorrhagia, dysmenorrhoea, pelvic pain, arthralgia, alopecia and rash had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered alopecia, arthralgia, caesarean section, device expulsion, dysmenorrhoea, dyspareunia, menometrorrhagia, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: immediately after delivering the baby, the physician continued to perform a tubal ligation on plaintiff by removing both tubes. Plaintiff was also informed that the essure coil was found in the uterus with the fetus. Diagnostic results: the essure device was identified during several ultrasounds throughout the pregnancy. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Lack of efficacy can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events or the lack of efficacy event and a quality defect. Most recent follow-up information incorporated above includes: on 8-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and reported adverse events including essure coil was found in the uterus with the fetus, pregnancy with her forth child and c-section. The plaintiff was submitted to a surgery to remove essure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; a device dislocation within the fallopian tube, or a migration into abdominal cavity. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. Concerning the event c-section (cesarean delivery) it refers to the delivery of a baby through surgical incisions in the abdomen and uterus, and may be indicated due to maternal or fetal conditions. In this case the patient had previous c-sections, which may have been an alternative explanation for this event. This case was classified as incident since device removal was required. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events or the lack of efficacy event and a quality defect. Follow-up information will be obtained through the litigation process.